Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU. During insertion into the female patient's subclavian vein, the puncture needle broke at the hub. As a result, the broken needle was removed, completely intact, and a new set was opened and used to successfully proceed. There was a delay reported; however, there was no harm to the patient. There were no complications, death, or injury reported as a result of this occurrence.